Manufacturer narrative:
Concomitant products: product ID 3778, lot# v370077028, implanted: (B)(6) 2010, product type lead; product ID 3778, lot# v490712036, implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced telemetry issues and an ins overdischarge was suspected. The last successful recharging session was over 12 months ago and the last time any stimulation was felt was over 12 months ago. Problems with recharge coupling due to the patient¿s weight were the primary reason for the overdischarge. The hcp planned to revise the ins location as the ins was in the patient¿s stomach area and it had been difficult to recharge. It was unknown if the ins had been previously overdischarged. It was also noted that the hcp planned to check the leads during the ins pocket revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).